Event description:
Customer called reporting a no delivery alarm from last night and a button error alarm today. Customer's blood glucose is 347 mg/dl. She treated with a manual injection. She said last night she went to bolus and received a no delivery alarm. The alarm was resolved with an infusion set and reservoir change. Customer said before the button error, it was hot out. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had button error alarm due to moisture damage keypad traces. However, the device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. The unit had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.